Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3 reference MFR report #s 1627487-2011-00156 and 1627487-2011-00157. The patient received her scs system on (B)(6) 2010 consisting of an ipg and two surgical leads. It was reported that the patient was without stimulation and unable to increase the amplitude for her programs. Efforts to resolve this matter with the use of a replacement programmer proved unsuccessful. An x-ray of the patient's scs system revealed that her leads had migrated and the devices appeared to be touching. Surgical intervention will be undertaken to resolve this matter. At that time, the leads will be revised and the ipg will be replaced if warranted.